Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: drg leads, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10330615. Common device name: drg leads, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10392976. Common device name: drg leads, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10392976.

Event description:
It was reported patient experienced lead migration. As a result, intervention may be pending to address the issue. It is unknown which lead migrated.

Event description:
Additional information was received indicates that all leads migrated confirmed by x-rays. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corretion: additional information indicates it was the left s1 not right s1. This device is no longer considered reportable on this event.

Event description:
Additional information indicates it was the left s1 not right s1. This device is no longer considered reportable on this event.